Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00443 on 22-oct-2024. Siemens filed supplemental MDR 1219913-2024-00443 s1 on 27-nov-2024. Siemens filed supplemental MDR 1219913-2024-00443 s2 on 26-dec-2024. Additional information 11-feb-2025: siemens evaluated this issue and provided the following conclusion: siemens reviewed data and instrument files and noted quality control recovered within acceptable ranges on the date of testing and no hardware or system errors were identified in the error logs. Due to a lack of reagents and the unavailability of patient samples, it was only possible to perform a study on a minimal scale. Therefore, siemens used biorad liquicheck cardiac marker quality control lot 67680 material for a reduced precision study. The cv's were found between 3.3% and 5.7% which is within the expected performance of the assay. The results generated by siemens show an expected variance/deviation and no product issue. The adjustments of immulite 2000 troponin I lots 328 (requested) and lot 330 (comparison) were successful. The adjustments for both lots were within acceptable range. The obtained unprecise sample results from the customer are likely related to pre-analytical samples handling. Therefore, we recommend following the sample handling as specified in the instruction for use (IFU) for immulite 2000 troponin I. Siemens has concluded no product issue was identified. The assay is performing as expected. Immulite 2000 troponin I lot 328 has reached expiration. No further evaluation is required. The customer is currently using lot 329 and is operational. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00443 on 22-oct-2024. Based on additional information received 04-nov-2024, section d8 was updated to reflect the device has not been serviced by a third-party servicer.

Manufacturer narrative:
Siemens filed the initial MDR on 22-oct-2024. Siemens filed supplemental s1 on 27-nov-2024. Additional information 11-dec-2024: section e1: the name of the healthcare facility where the incident occurred, street and postal code were updated. The previous information provided was the name and address of the distributor.

Manufacturer narrative:
An outside the untied states customer contacted the siemens regional support center regarding the observation of non-reproducible patient results when using immulite 2000 troponin I kit lot 328 on an immulite 2000 xpi instrument. Per the customer, the water test results are acceptable and both adjustment and quality control results were within range on the date of testing. As stated in the limitations section of the instructions for use: ¿for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings.¿ siemens is investigating. Note: the immulite 2000 troponin I reagent is marketed in the united states under siemens material number (B)(4) . The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of non-reproducible patient results when using immulite 2000 troponin I kit lot 328. Results were not reported to the physician(s) and it is unknown which result is correct. There are no known reports of patient intervention or adverse health consequences due to the issue.